Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed the device was physically damaged causing the on/off lid latch to no longer remain attached to the upper case preventing the device from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.